Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, itchy, burning rash on her back and the sides. The patient was given a prescription from her physician who diagnosed the rash as being a fungus. During a follow-up, it was reported that the patient's irritation improved after using the prescribed medication.